Event description:
A caller reported a cartridge alarm 20, but there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and it was noted that the caller had experienced cartridge alarms with consecutive cartridges, although no previous alarms of this specific type had been reported. Technical support decided to replace the pump, which was still under warranty. Although the caller did not have a backup therapy plan, they were instructed to contact their healthcare provider. Technical support confirmed that the replacement pump would include the latest software version and provided instructions for returning the malfunctioning pump. The caller acknowledged these instructions and was informed about connecting their continuous glucose monitor and programming settings into the new pump.